Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon unpacking, the stent was not on the stent delivery system (sds) and found beside the sds, in the package; therefore, another stent was used. No additional event or patient information is available.